Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of over 500 mg/dl. The customer administered a manual injection. Troubleshooting with tandem's technical support indicated that the luer lock connection to the infusion set was crooked. The customer was able to connect/tighten the luer lock connection and resumed insulin delivery.